Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had skin erosion over the lead incision site which was a high risk of infection. The patient underwent lead replacement procedure and was doing well postoperatively and prescribed with course of antibiotics. The explanted leads were not return as it was kept by the hospital.